Event description:
Normal saline started at around 1900 at 65ml/hr using an alaris IV pump. When nurse came back at around 2300, he realized the intravenous fluid had been infused too fast given how much was left in bag. On visual inspection he approximated 300 ml was remaining in bag. No noted patient harm.